Event description:
It was reported that there was a right ventricular (rv) lead warning and polarity switch due to low impedance. Occasional p-wave undersensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.